Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to moisture and got a critical pump error. The customer¿s blood glucose level was 5.6 mmol/l. A broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error. The insulin pump also had a crack on the belt clip railing. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.